Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump on their own, and a replacement pump was sent by technical support. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.